Event description:
The customer reported that the batter is flat (discharged). There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.